Event description:
422 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The implant procedure treated one target lesion. The lesion was a 90% stenotic, b1-type lesion located in the ostium of the proximal right coronary artery (rca). The lesion was 5mm in length and 3.0mm in diameter. The physicaian pre-dilated the lesion at 16 atms. After pre-dilation, the lesion was reduced to 60% stenosis. The physician deployed a taxus express2 2.75 x 20mm stent at the 16 atms. The lesion was reduced to 0% stenosis with timi-3 flow. The patient was discharged the following day on clopidogrel and aspirin. It was reported that 422 days following the implant procedure the patient expired. The patient had expired in her home and was found by the police. The cause of death was reported to be a heart attack. There was no autopsy performed and the relationship of this event to the target vessel was indicated as being "unknown."